Event description:
One device was returned for analysis. Investigation found the latch lock sensor was damaged, a reportable malfunction. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was received for analysis in good condition with complaint of problem with alarm cassette. Log events were reviewed and there were no errors related to the complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Problem was replicated as it was found the latch lock sensor damaged. The sensor was replaced with a new one to correct the issue.